Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and provides instructions on the insertion of the guide wire and sheath dilator assembly. The probable cause could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor attempted to place a central line with an introducer in operating room 19 and encountered a problem. The guide wire went in and the resident advanced the dilator and the catheter over it smoothly but was then unable to remove the guide wire. The wire and catheter were removed, which were obviously kinked approximately 2 cm from the distal tip. Pressure was held on site. Ultrasound of the right ij after the failed attempt showed the vessel was no longer visible. As a result, the second line was placed on the left, and only after the surgeon considered cancelling the case. As the patient was to be fully heparinized for the case, he was reluctant to proceed with a vascular injury. However, as there was no bleeding from the right ij site or increased hematoma, they decided to continue. A dressing was placed and they will reevaluate after the surgery. There was a delay in treatment. No death occurred to the patient.